Manufacturer narrative:
The new unused devices were received for evaluation on 2/18/2025. A knit line was found on each new set. One (1) of the samples had a microcrack. Each set was leak tested per product specifications. There was no leakage. Although the complaint could not be replicated, it can be confirmed based on a lot history review. The probable cause of the crack is due to a material issue on a vendor supplied part. Corrective and preventative actions are in process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where the customer reported that they had numerous instances of the j-loops for IV's being "cracked" or "leaking" near the cap when hooking them to the IV catheter, causing the patient(s) to bleed until disconnected from the IV catheter. There was patient involvement, but neither harm nor medical intervention was reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation however it has not yet been received. D1 - brand name - 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing.